Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the device seems to take incredibly long to charge and the recharger antenna gets really hot. The patient has to remove the antenna from the skin to allow it to cool before continuing to charge. The caller mentioned she walked through everything with the patient regarding the device as the patient moved in with the caller about a year ago. The caller mentioned the patient charges about every 3-4 weeks and confirmed the ins was close to empty when she charges. The caller reported the patient sits kind of sideways to charge. The caller was not with the patient and was not sure of the coupling efficiency. The caller confirmed the thermometer screen is not displayed when the patient feels the antenna get hot. A rep was going to reach out to the patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-12-14 additional information was received from the patient reporting that they had received the patltrin the mail, and wanted to tell patient and technical services (pats) that there is nothing wrong with the implant, system, or therapy. The patient stated that their daughter does not understand and thinks there is an issue but there is not. No patient symptoms, or additional device complications were reported. The email from national answering service provides contradictory information of the patient reporting that they think that it is taking too long for their device to charge.